Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel and aneurysm morphology were not reported. The stent graft system was accurately placed and modeled with a ballooned with a reliant balloon. It was reported that post procedure, angiogram showed a significant type 1 endoleak. The physician ballooned again, however, the endoleak did not resolve. The physician elected to implant a 28 aneurx aortic cuff, knowing that the lower left renal artery would be occluded (MFR 2953200-2010-00803) and the endoleak was resolved. The lower left renal artery remained patent. There is a persisted type ii endoleak as evidenced by very late blush of contrast into the sac of the aneurysm which originated from a lumbar collateral. No further intervention was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results/conclusion: endoleak; type ii endoleak.